Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide a correction to the initial (b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon is likely due to breakage of plug unit caused by the handling of the user. It is possible the event occurred due to the following: the plug unit had trace of physical damage and no water invasion. Therefore, the user may have hit the plug unit against something hard, etc. During handling and the location was broken. However, the root cause of the failure could not be identified. The event can be prevented by following the instructions for use which state: -warnings and cautions: warning "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Warnings and cautions: caution; "turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor." -warnings and cautions: disappeared or frozen endoscopic image: warning "follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system" -inspection of the endoscopic image "confirm that the wli and nbi endoscopic images are normal." 5.1 troubleshooting "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity." Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the procedure was a diagnostic bronchoscopy.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a defective connector plug unit. An additional issue with the bending section failing the electrical continuity test was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during a therapeutic bronchoscopy procedure, the evis exera iii bronchovideoscope did not display an image. No error message was reported. When the light turned on, the customer could not see anything but a black square. There was a reported delay of 5-8 minutes in the procedure due to the customer's attempt to figure out whether the problem was due to the scope or a coax cable issue. The intended procedure was completed successfully with a similar device, with no reports of patient harm associated with this event.